Event description:
It was reported that the basket separated from the cable after 3 passes on a simple graft. The basket separation caused a small tear in the graft. The ptd and sheath were removed as a unit. There were no add'l complications.